Manufacturer narrative:
(B)(4). Investigation summary: the shaft was received with the inner tube detached from the shaft sheath. In addition the electrode tip was not detached as reported. Therefore, functional testing could not be performed, as the shaft could not be connected with the test handle. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. No conclusion could be reached as to what caused this issue. Additionally as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that before an unknown procedure, the electrode tip was removed from the shaft before use. The device was not used on the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.